Event description:
It was reported that distal tip of the wire separated and remained inside patient. The target lesion was located in the moderately calcified and mild tourtous mid right coronary artery (rca). A 330cm rotawire and a 1.5mm rotalink plus were selected for use. During the procedure, rotablation was performed on the lesion. However, it was noted that the distal tip of the wire separated but unsure if wire has been cleaved off during polishing run or upon removal. Subsequently, a spiral can be seen in the mid-section where lesion treated; distal part of wire has uncoiled, and tip cleaved off. An approximately 2.1cm of device fragment thought to have embedded in the posterior descending artery of the right coronary artery despite removal attempts by snare. The fractured wire was also unable to be stented. No further complications reported, and patient's clinical condition was stable and discharged the following day. It was further reported that the lesion was pre-dilated. The 330cm rotawire was placed distally in the small sub-branch of the right posterior descending artery distal stent that was implanted 4-5 years ago. Intravascular ultrasound was not performed. Endothelialization was suspected. Rotablation was performed in the mid vessel. The 330cm rotawire was advanced forward to the previously placed stent. The 330cm rotawire did not advance through the stent. The 330cm rotawire fractured during retraction. The tip of the 330cm rotawire broke 2.2cm distally. The detached tip was unable to be retracted despite braiding technique with 2 wires and multiple snaring attempts. The detached tip likely embedded in myocardium with risk of perforation if extracted.

Event description:
It was reported that distal tip of the wire separated and remained inside patient. The target lesion was located in the moderately calcified and mild tourtous mid right coronary artery (rca). A 330cm rotawire and a 1.5mm rotalink plus were selected for use. During procedure, rotablation was performed on the lesion. However, it was noted that the distal tip of the wire separated but unsure if wire has been cleaved off during polishing run or upon removal. Subsequently, a spiral can be seen in the mid-section where lesion treated; distal part of wire has uncoiled, and tip cleaved off. An approximately 2.1cm of device fragment thought to have embedded in the posterior descending artery of the right coronary artery despite removal attempts by snare. The fractured wire was also unable to be stented. No further complications reported, and patient's clinical condition was stable and discharged the following day.